Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly recognizing cartridges during the load process. In order to resolve the issue, the customer would perform the load fill tubing sequence multiple times. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support.